Event description:
It was reported that there was damage inside the packaging.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The event was not confirmed as no items were returned and medical review was not required as the device in question was not implanted. DHR review for the reported lot determined that the device was manufactured and packed to specification. Chr review determined that there were no similar events reported for the lot. The exact cause of the event could not be determined because the reported product was not returned for evaluation.

Event description:
It was reported that there was damage inside the packaging.